Event description:
The hosp reported that during the endoscopic vessel harvesting procedure, a piece of foreign material was noticed. The pt was able to retrieve the foreign material easily with the bipolar scissors. A replacement unit was used to complete the procedure. No further pt complications were reported.

Manufacturer narrative:
Investigation results: it was confirmed that the foreign material is from the main seal of the device. The customer complaint is confirmed.